Manufacturer narrative:
V.a.c. Therapy labeling warns.

Event description:
It was reported that a patient receiving v.a.c. Therapy for an abdominal surgical wound in an acute care setting experienced adhered foam in the small bowel and wound edges. On (B)(6) 2010, the director of neuro intensive care stated that when patient care was turned over to neurosurgery from general surgery, there was no written order for dressing changes. The director of neuro ICU stated that ten days later, it was discovered that the dressing had not been changed. The director of neuro ICU stated that when the dressing was removed a piece of v.a.c. Granufoam noted to be the size of a "fifty cent piece" adhered to the small bowel and wound edge. The director of neuro ICU stated she did not know if a non-adherent layer was used prior to foam placement. The director of neuro ICU stated that attempts were made to remove the foam unsuccessfully and the foam was left in place. On (B)(6) 2010, it was reported all of the foam was removed except for approximately a 1mm piece. Kci is filing this report due to possible use error as the v.a.c. Granufoam dressing was in place for ten days. This resulted in adherence to the small bowel and the staff was unable to remove the remaining piece due to patient's unstable and inoperable condition unrelated to retained foam.

Event description:
On 23 aug 2010, kci received additional information from the healthcare provider reporting that the patient developed a fistula possibly from a tear in the small bowel occurring during foam dressing removal performed by the patient's healthcare providers. The clinician indicated that they are considering resuming v.a.c. Therapy. The clinician reported no exposed bowel and granulation tissue present.